Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic knife tip was not smooth and could not fully create port on patient¿s eye during a cataract extraction surgery. The surgery was completed by using another knife. There was no patient harm.

Manufacturer narrative:
Corrected information was provided in section h.10, previously reported FDA product problem code 2981 was reported incorrectly a sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue of the tip was not smooth and could not fully create port. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached customer photo confirms the tip of the knife was not smooth and could not fully create port as described by the customer, however how and when the tip became damaged could not be determined. Possible root causes are damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damage tip exhibited in the attached photo, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).